Manufacturer narrative:
If explanted; give date: not applicable; however, a lens explant is scheduled (B)(6) 2018. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. (B)(4). Device evaluation: the product testing could not be performed as the lens remains implanted. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female patient became myopic after implant of a model zxr00v intraocular lens (iol). Patient is scheduled to have the iol explanted and replaced with a 2.5 diopter, non-johnson & johnson lens (B)(6) 2018. The patient's pre and post results: optical results (d) = 24.16. Diopter = 24.0d. Pre-operative = vd0.7(1.2×s+2.25c-1.25a90°) target (iol master) = -0.57. Post-operative (next day) = far vision (visual distance) vd0.9 . (1.0×s-0.00c-1.25 a90). Post-op (1 week)= vd0.9 (1.2×s-0.50). Post-op (1 month)= 0.5 (1.5×s-0.75). Post-op (more than 3 months) = 0.9 (1.5 s-0.5 c-0.5 a90) on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4).

Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens (iol) was explanted and replaced with a non-johnson & johnson lens on (B)(6) 2018. The following fields were updated accordingly: if explanted, give date: (B)(6) 2018. Patient code 3191 - updated from planned explant to explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.